Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged or turned on. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer declined to perform troubleshooting with tandem technical support. The customer reverted to an alternate method of insulin therapy.